Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an infusion set cannula was kinked on 04-may-2024. The blood glucose level was displayed high at the time event and was managed by bolus via pump. The site of insertion was abdomen. The event occured 3 or more hours after insertion unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.